Manufacturer narrative:
Conclusions: the evaluation conclusion showed the actual sample had a thrombosis activation problem; however there is no code available. The actual sample was returned and evaluated. Performance testing of the device included pressure loss with normal saline and appearance of the fiber bundle along with electron microscopy inspection. These tests revealed the adhesion of erythrocyte components, including deformed red blood cells (echinocyte) and blood platelets on the filter and fiber in the oxygenator module and the cr and venous filters in the reservoir. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that a capiox fx15 was used during a procedure for ventricular septal defect and corrected transposition of the great arteries when reportedly platelet aggregation occurred. The following information was provided by the user facility: after extracorporeal circulation (ecc) was started, the patient's platelet count decreased significantly and 3 units of platelet concentrate was dosed; at this time, the oxygenator pressure did not increase; the patient's platelet count eventually increased, and the patient was gradually weaned off the oxygenator; the procedure was completed successfully, there was no harm to the patient and there will be a medical follow-up in the hospital.